Event description:
Event description cpi received information this transvenous defibrillation lead exhibited inappropriate shocks due to oversensing. The pacing impedance showed significant fluctuation. The lead was removed and an active fix was implanted. Damage to the lead tip was noted.